Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a wound under her left chest. The patient had a wound vac and had her pacemaker removed. It's unclear if the lifevest cause or contributed to the wound. Reporting out of the abundance of caution. There was no alleged device malfunction contributing to the irritation. Outcome of the wound is unknown.